Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, after completion of the index procedure, the knot was advanced as much as possible to the top of the artery; however, only partial hemostasis was achieved. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. It is believed by the physician that the patient size may have been a factor in the inability to complete full hemostasis with the device. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record and complaint handling database could not be performed because the lot number was not provided and the device was not returned for evaluation.